Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30 degree endoscope instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported problem from the customer. The endoscope failed the self - test. There was no image in both eyes. The housing had missing screws. There was moisture inside the housing or tip window. There was profile tube damage/contamination or corrosion. The advanced endoscope adapter (aea) was damaged resulting in a friction issue. There was discoloration of the housing and the transmittance test failed.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30 degree endoscope was not recognized. There was no patient involvement.